Event description:
Customer reported the system lost video during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage assembly. System operates as intended.